Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device delivered inappropriate therapy down branch 7 of smart tree for 1:1 conduction and caused patient to go into vt. Episode 2191 shows event. Device programming algorithm resulted in patient receiving therapy for a rhythm that it is believed should not have been treated, resulting in pt going into true vt. No complaint on lead. Device remains implanted. Should additional information become available, this file will be updated.